Event description:
It was reported through amulet laao registry data that on (B)(6) 2022, an amulet left atrial appendage occluder was implanted. On the same day it was noted that the patient experienced bleeding at access site and vascular complications. On (B)(6) 2022 it was noted that the patient experienced an arteriovenous fistula requiring surgical repair and a pseudoaneurysm. On (B)(6) 2022 it was noted that the patient experienced gastrointestinal bleeding. No additional information was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of arteriovenous fistula requiring surgical repair, pseudoaneurysm and gastrointestinal bleeding was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 device code 4580, 4648 removed.